Event description:
Report received from maude database stating while doing a craniotomy, the resident was using a side cutting drill bit to turn the bone flap and the drill bit broke into two pieces. Drill bit pieces were taken off the field, kept with original packaging and sent to the vendor for product eval. It is unk if injuries or medical intervention occurred. There was no add'l info available.

Manufacturer narrative:
The device was not returned by depuy synthes power tools. The reported condition of "drill bit broke into two pieces" could not be confirmed. If add'l info is received, a supplemental report will be submitted. (B)(4).